Event description:
It was reported an angi0-seal device was deployed following a left anterior descending angioplasty and stent. A pre-insertion femoral angiogram was not performed prior to deployment. For several days, arterial bleeding persisted from the access site every time the patient got up, despite attempts to achieve permanent hemostasis with a femostop, pressure dressing, and patch. The physician did not adjust the heparin dose according the patient's weight. The patient was discharged after two days and was reportedly recovering.